Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and observed the reported issue. Some repairs were advised to the customer, however the customer declined the repair. The device was returned to them without repair, therefore the cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would no longer provide defibrillation energy, during testing. There was no patient use associated with the reported event.